Manufacturer narrative:
No device was returned to the manufacturer for analysis. Device manufacturing date is not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the buttons on the pendant are not functioning properly. It was noted that the buttons won't respond to being hit at times and at other times they are being hit on their own. There was no patient present when this issue was identified.